Manufacturer narrative:
A ge representative evaluated the system and performed a generator and filament calibration, and reloaded calibration files. System operates as intended. (B) (4).

Event description:
The customer reported the system is displaying high ma errors. No pt injury was reported.